Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the pump battery could not be charged. The pump was reset and pump battery was able to be charged. In addition, it was reported that a cartridge alarm (alarm 30) occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 400 mg/dl.